Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. Boluses via the pump were delivered; however, bg did not lower. Insulin pens were used and bg lowered. The contact was not with the customer at the time of the report. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, the contact did not reply.